Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the plunger overrode the lens and failed to deliver into the lens into the eye. Additional information has been received stating that, the surgery was completed on the same day with another lens with no patient harm.